Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would deliver correction boluses after automatic boluses were delivered by the control iq software. Customer's blood glucose (bg) was 320 mg/dl. A correction bolus was delivered via pump to address bg. Tandem technical support advised customer to carefully manage diabetes.